Event description:
A sta-wand handpiece bonded 30-gauge 1/2" needle handpiece assembly was used to perform several dental injections. User assembled the handpiece and attached to drive unit. User acknowledges "bending needle" with his fingers prior to placing needle to perform pdl injection on tooth #19. Injection was successful and user decided to proceed with second injection using same needle on different tooth. A pdl injection was attempted using same bent needle on tooth # 03. After unsuccessful start to injection, user decided to use same handpiece/needle assembly to perform a supra-periosteal injection. User acknowledges contacting bone with needle. Upon removal of handpiece from patient's mouth, the needle separated at the needle/hub interface. User confirmed location of needle fragment within soft tissue of buccal mucosa above tooth #03. Surgical retrieval was attempted. Fragment was not initially located. Pt was referred to specialist (oral surgeon) for successful retrieval of needle fragment.

Manufacturer narrative:
In the operator's manual under warnings, it clearly states to not bend needles during use. In this case, the operator admitted to bending the needle twice before it broke. This is an improper use of the equipment. This event was caused by operator error and not due to an equipment flaw or malfunction due to design. No action by the manufacturer is planned at this time. Scope and purpose: determine the root cause of a needle dislodging (breaking off) from a hub during an anesthesia procedure. Determine corrective action (if any) required to prevent a reoccurrence of this event. Procedure: review statement from dentist. Review operating instructions. Examine and inspect returned hand piece to determine root cause. Results: dentist stated that he bent the needle 45 degrees, made two injections and then bent the needle approximately 90 degrees in the opposite direction and attempted to make a third injection. During the third attempt the needle broke. I personally discussed this with the dentist. On page 11 in the operators manual under warnings it states "do not bend needles during use." In addition, on page in the operator's manual under basic operation, there are instructions on how to bend and shape the hand piece. The returned hand piece was visually inspected. Under magnification the needle could be seen imbedded in the adhesive at the top of the hub. The hub was then cut open approximately .50" from the top of the hub. Under magnification, the hub was viewed from the now open back end. The needle was visible and held in place. Conclusion: the dentist bent the needle twice in violation of the operating instructions. The needle was found to be still bonded to the hub below the break point. It was also determined that the bond was intact and holding the needle in place. The bending of the needle caused metal fatigue and the breaking of the needle at the hub/needle bonding interface. Therefore, the root cause of this event was operator error. No corrective action is required.